Event description:
During use, the hub on the sheath broke off. They removed everything from the sheath. As an attempt was being made to remove the sheath from the pt, it began to separate. A snare device was used to capture the introducer tip and remove it from the pt.